Event description:
Edwards received information through a clinical trial that a patient underwent transcatheter valve-in-valve intervention implanting a transcatheter aortic valve into a 23mm aortic pericardial valve. The procedure was due to moderate to severe central aortic regurgitation. Pre-op tee showed peak gradient of 31mmhg, mean gradient of 23mmhg, and ef of 63%. The original 23mm aortic pericardial valve was implanted approximately twelve (12) years. The pre-op CT and angio showed non coronary cusp aneurysm with calcification on the wall. It was learned that the patient has mild thrombocytopenia. The patient was extubated and transferred in stable condition.

Manufacturer narrative:
The device was not returned. The device was not returned to edwards for evaluation as it remains implanted. If additional information is received, a supplemental MDR will be submitted. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency (ai), occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the patient had a possible contributing factor of hypertension and chronic kidney disease. However, without return of the device for evaluation, we are unable to determine conclusively root cause for this intervention. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.